Event description:
The complaint/event occurred on an unspecified date and involved a tego® connector. Damage was reported to the silicone rim above the raised notch on the tego's side. The silicone was also lifting on the on rim and the access port during use on a patient. Someone become aware of the issue when tego was observed by clinical staff during dialysis procedure. The tego was changed out and the procedure continued. There was an unspecified delay in therapy, but no adverse event and no one was harmed in the reported event.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: one used list # d1000, tego® connector; lot # unknown. As received, the silicone seal was observed to be collapsed. However, there was no damage on the tego's post idenified. No mating device was returned for evaluation. The customer's complaint was confirmed. The probable cause is variation on tego's seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record review could not be conducted because no lot number was identified.